Event description:
A customer reported an elevated patient result obtained using leadcaer ii test kit. According to the customer, a patient yielded results of 52 g/dl and 54 g/dl upon repeat testing using the same collection device. However, a confirmatory venous blood draw conducted shortly thereafter yielded a result of <1 g/dl. The customer noted that during testing, the child patient was being held by their father, who had paint present on his pants and clothing. Although efforts were made to prevent the parent from touching the child's hands prior to sample collection, the child was moving and may have made contact. The customer suspects the elevated results may be due to external contamination of the blood sample. No additional elevated results have been observed. All other patients tested with the same lot have yielded results within the expected reference range.